Manufacturer narrative:
Model number/catalog number: sc-8216-70, (B)(4), model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient attended post operative appointment and the physician found out that there was an infection at the ipg and incision site. Symptoms were redness and inflammation. The physician did not believe it has to be related to the procedure but it was patients medical conditions and difficulty healing. The patient was placed on antibiotics and underwent an explant.